Event description:
On (B)(6) 2009 the patient reported about one month ago the insulin infusion device's "up" and "down" buttons intermittently respond to his presses while programming a quick bolus. The reported issue was not duplicated during troubleshooting. The patient has been using the insulin infusion device for about 2 years. Patient programs 4-5 boluses a day. The insulin infusion device has not been dropped or exposed to water. No physiological effects were reported. Product was replaced and requested to be returned for evaluation.